Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per supplier evaluation, the device was tested with known good tooling to ensure calibration accuracy. The analog input/output function was tested. It was found that the analog function was out of tolerance when tested. The root cause of the failure was found to be the input/output board seated too high in the peripheral component interconnect (pci) connector, causing intermittent connection with the analog circuit. Reseating the board resolved the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt replaced the flowmeter to resolve the issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, air and oxygen (o2) were introduced into the electronic patient gas system (epgs) in an attempt to calibrate the o2 analyzer and a 'service gas system' message displayed on the central control monitor (ccm). There was no patient involvement.